Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. The investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy calcification. A 3x33mm xience prox rx stent delivery system (sds) was advanced through a 6 french (fr) guide catheter and a 6 fr non-abbott guide catheter extension. The sds was advanced and failed to cross due to the anatomy. However, the sds was withdrawn toward the guide catheter extension under fluoroscopic imaging and the stent was noted to be coming off the balloon. The sds balloon was inflated to 2 atmospheres to hold the stent in place and then the guide catheter, guide catheter extension, the sds and the guide wire were withdrawn toward the wrist. On attempting to remove the 6 fr radial sheath, guide catheter and sds out from the anatomy the stent dislodged and remained in the right radial artery. Resistance was noted with the guide catheter extension during withdrawal. This was confirmed with fluoroscopy. A 7 fr femoral sheath was inserted into the femoral artery and a snare device was advanced toward the dislodged stent but the snare device was unable to reach the stent. A 7 fr guide catheter was inserted and the case was completed advancing a non-abbott sds after attempting to snare the dislodged stent. There was a clinically significant delay in the procedure. Hospitalization was prolonged due to the dislodged stent. Since the patient had good blood flow to the hand, the physician decided the following day not to perform surgery to remove the dislodged stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported unstable/dislodged stent was able to be confirmed. The reported difficulty to remove was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.